Event description:
The used sodasorb cannister had been placed into trash, which was being emptied. Our staff member's hand was scratched by the very sharp molded edges along the handle. This sharp edge appears to be "by design" as we saw the same thing on all cannisters.